Manufacturer narrative:
Customer declined to provide scfa lot information, so no further lot investigation could be performed. There was no liat instrument data for review. A root cause has not been identified. Possible causal factors may be sample processing related. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged that they received a potential false negative result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. On (B)(6) 2022, the customer ran a patient sample on cobas liat system (s/n (B)(4)) which had previously generated a 'flu a detected' result on cepheid. The customer was re-running this sample on cobas liat as a validation run. This cobas liat run generated a 'flu a not detected' result. On (B)(6) 2022, the customer reported that the same sample was repeat tested on two cobas liat systems, the one used for the validation run and a separate one (s/n unknown). Both systems generated an influenza a positive result. The customer confirmed there was no allegation of harm to the patient. The results were not released. An investigation was conducted to evaluate the customer issue.